Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was something like a flat burr at the root of the iol haptic after implantation. Cast molding was not completed, and surgeon suspected that there may have been some raw material left over (he described that it is like the winged dumpling). The surgery was completed without product replacement. The lens still remains in the patient's eye. Additional information has been received and stated that, the physician suspected that the color was slightly darker and protrudes in an irregular shape from the base of the haptic to the edge of the optics.

Manufacturer narrative:
The product was not returned for analysis. Photo shows iol(intraocular lens), the gusset area is marked in one of the pictures pointing at darker area of the gusset area. The iol in the photo is implanted. Multipple marks/ stains/ buurs are visible around the edge and over the iol surface. No confirmation can be made on the reported complaint from the provided photo. Based on our observation of the attached photo, marks, burr is visible over the iol optic edge and srface. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).